Manufacturer narrative:
(B)(4). Batch # t5ae81. Device analysis: the analysis results found that the ntlc75 instrument was received with no apparent damage and with two reloads present. In addition a cartridge pan was found lodged inside the channel. The reload (b) was returned fully fired. The reload (c) was returned unfired, with the pan detached, the swing tab in the unlocked position, also, one single driver and one double diver were found missing. The instrument was tested for functionality with a test cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the and the staples meet the staple form release criteria. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Reload b: sr75, r5c68l fully fired. Reload c: sr75, rc68l unfired, locked, pan dislodge, single driver and one double driver missing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the knife was detached from the rest of the device. Used another device to perform a resection and a linear anastomosis. There was a delay to the procedure but length of delay was unknown and patient consequence was not reported.